Event description:
The customer reported that during a pancreatectomy, the knives came off the track and jammed in the instruments. There was no tissue loss or bleeding greater than 250cc reported. The patient is currently in good condition. This occurred with four devices during the procedure. The other devices can be referenced on MFR report #'s: 1717344-2010-00765, 1717344-2010-00764, 1717344-2010-00762.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.